Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's issue of ¿winding up is defective¿ was confirmed. The following findings were also noted during device evaluation: suction-cylinder has no color, due to a crack on plastic distal end-cover, the insulation resistance value at the distal end does not meet specifications, due to the wear of angle wire, bending angle in up direction does not meet specifications, adhesive around objective lens has a chip, adhesive around light guide lens has a crack, adhesive on bending section has a crack, adhesive on bending section lifting, and due to deformation of universal cord, water tightness is lost. Based on the results of the investigation, it is likely that the following led to the malfunction: a definitive root cause cannot be identified. The foreign material remaining in the device could not be conclusively determined. In addition, the adhesion of the material in the auxiliary water channel was confirmed, however we could not identify the material. Furthermore, the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage by deformation of the universal cord. Due to deformation of universal cord, water tightness is lost. A device history review revealed the DHR of the subject device and confirmed that the device was shipped in accordance with specifications. It was confirmed that there was no non-conformity of the device during manufacturing. As a result of confirming instruction manual and product labeling: the instruction manual gif-1100 operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif-1100 reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent the suggested event. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope winding up is defective during maintenance. Upon inspection and evaluation, auxiliary channel has foreign objects. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.